Manufacturer narrative:
It was reported that upon removal of a cord blood product unit from the crf a small amount of blood product was observed on the back of the cassette and on the rack. It was also communicated that the cassette had not been opened for inspection in an attempt to prevent any further damage. The reporter speculated that the observed leak originated from the top seal of the freezing bag (viewed through the cassette opening). The blood loss was estimated to be about 0.2ml. To prevent possible contamination the user placed the original cassette in a biohazard bag and then into a larger pre-frozen cassette for liquid nitrogen storage. The device was not retained for return for further investigation, since the incident occurred during the freezing cycle, and the user had salvaged the cord blood product for storage and possible eventual use. Although pictures of the reported deviation were provided, the firm was unable to confirm the exact location of the leakage and assign a conclusive root cause. However one of the firm's manufacturing engineers suggested a possible root cause based on the occurrence event description and a previous similar investigation. Analysis: the reporter stated that the leakage appeared to have originated from the top seal, between the large and small chamber of the freezing bag. Based on a previous evaluation of a similar report, the leak may have been the result of a hole created during the user's act of sealing the region between the two freezing bag chambers. The firm has recommended the use of either of two models of rf sealers other than the one used in this instance, which is less suited to make a successful seal. Summary without the ability to directly examine the implicated sample, a conclusive proximate and root cause for the reported leakage could not be determined. Unless substantially significant information becomes available, this constitutes a final report.

Event description:
It was reported that during the processing of cord blood, as cord blood unit was removed from the controlled rate freezer, there was a small amount of blood both on the rack in the controlled rate freezer and on the back of the cassette. While the cassette was not opened for inspection to prevent any further damage, it appeared that the leak may have been coming from the top seal of the freezer bag (viewed through the cassette opening). Estimation of blood loss that could be seen was approximately 0.2ml. To prevent any cross contamination the original cassette was placed in a biohazard bag and then into a larger pre-frozen cassette for liquid nitrogen storage.